Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant procedure, high out of range pacing lead impedance on right ventricular lead was observed. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Additional information: d10, h3, h6 method, result, conclusion codesthe reported event of elevated impedance was not confirmed. The complete lead was returned in one piece. Final analysis was normal, and no anomalies were found.